Event description:
It was reported during implant, the physician repositioned the lead multiple times. The lead perforated the heart and pericardiocentesis was performed. Patient recovered and is in good condition after the event. The lead remains implanted with no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.